Manufacturer narrative:
Per field service engineer (fse) the unit is out of warranty. The customer declined repair on this unit. No repair done customer declined repair service.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the tidal volume is too high. The customer reported there was no patient involvement.